Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?)=>inside the sterile barrier please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance?=>unk, the color is brown. What was the texture?=>unk is it possible that the foreign material fell into packaging upon opening of device?=>no. Was the product seal on the foil still intact when the package was opened?=>the package is not opened investigation summary ==> the product was returned to ethicon for evaluation. One sealed unopened sample was received for analysis. Product code 8580h. Overall review of the sample returned shows an unknown brown foreign matter inside the overwrap packet. Additionally, one photo was provided, and it showed the same condition of the sample received. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was found that there had been a foreign substance in the package. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.